Event description:
I own a pride jazzy select power chair and due to the construction of the drive wheel gear box construction, it is too close to the ground, floor, sidewalk and can cause immediate right or left turn when the drive wheel drops down 1/2 inch. I had this happen to me and the chair turned 90 degrees to the left and hit a curb at 4 miles per hour. I had the seat belt on and it slid me down in the chair and the seat belt broke a lower rib on each side. This is a poorly engineered device and should be corrected and or removed from the market. Dates of use: (B) (6) 2008 -- (B) (6) 2010. Diagnosis or reason for use: severe copd.